Event description:
It was reported that the insulin pump drained batteries prematurely. The caller stated that she had already received a new battery cap, but the issue persisted. She stated that the insulin pump alarmed low battery after 1 to 5 days. The caller was unable to check the device alarm history because the insulin pump turned off during the call; the user did not have replacement batteries with her. She stated that the blood glucose reading was 132 mg/dl, and the blood glucose levels were not stable. She had already reverted to her back-up treatment plan, and noted that her blood glucose reading in the morning had been 60 mg/dl. She requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip and minor scratches on the display window were noted during a visual inspection. The insulin pump was monitored and all operating currents tested were within specifications. No unexpected low battery alarms were noted. However, a corroded battery cap contact was noted. Moisture damage was also noted on the electronic assembly.